Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After performing some unrelated repairs, proper device operation was confirmed during functional and performance testing using both hard paddles and the therapy cable. The device was subsequently returned to the customer for use. The electronic patient records were downloaded from the device, but as the customer was unable to provide the date of the reported event, it cannot be confirmed which records was related to the reported event. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not provide defibrillation energy, during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide defibrillation energy, during testing. There was no patient use associated with the reported event.